Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they were in the hospital and didn't charge their handset for about 3 weeks. Patient said all of a sudden they weren't getting any messages about their bladder and they thought they had a uti but then they thought maybe it was because they forgot to charge the handset. Caller mentioned that they were having issues with their bladder leaking. Patient charged the handset and was able to increase their stimulation back up to the level it was at before they went to the hospital. Patient mentioned that they think they did an MRI and were wondering if that could affect the therapy. Agent reviewed and reviewed that the external devices will not affect the ins therapy. Caller will track and monitor and make adjustments as needed.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.